Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a physician from the USA of anaerobic peritonitis coincident with dianeal unknown bag therapy. On an unreported date, the patient began treatment with dianeal unknown bag therapy (dose, frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On an unreported date, the patient experienced anaerobic peritonitis and was hospitalized. Information regarding laboratory data, treatment rendered, action taken with dianeal, and outcome were not reported. The physician did not provide an assessment of causality for the event of anaerobic peritonitis.